Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Please clarify from the author if there was a problem with the vicryl or stratafix and if they caused/contributed to the reported events . Does the author believe that ethicon vicryl suture was related to the patient event of bleeding? Was there any deficiency in the vicryl suture? If yes, were any of the complications related to the vicryl suture deficiency? Journal article link: https://rd.springer.com/content/pdf/10.1007%2fs11695-017-2628-3.pdf.

Event description:
It was reported that a patient underwent laparoscopic running enterotomy closure for linear stapled roux-en-y gastric bypass (rygb) procedure and suture was used. In the immediate postoperative period, the patient developed intraluminal bleeding which was either self-limiting or the patient underwent endoscopic clipping for refractory bleeding at the lateral site of the suture line. Additional information has been requested.